Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the reason for the call was to request assistance to use their equipment to activate MRI mode. They stated the equipment was not working correctly. They could not connect to their ins, and stated their handset showed 'device not responding,' despite repositioning numerous times and powering down and back up their equipment. The patient was worked with to try both of the communicators they had and the patient got: device not responding with both of the communicators. They had charged the ins to 100 percent the day of the call and had fully recharged their phone and the communicator prior to calling. They were worked with to try to use the recharger to check their ins battery level status and the patient reported getting open loop, 10 percent, with the screen showing: low 1 middle 2 high is 10. They reported feeling a shock, but the shock did not continue. They were wearing a thin layer of clothing between the recharger and their skin; they said they had athletic pants on. The recharger was not in contact with the patient's skin at the time of the shocking; the shocking was felt with the clothing layer in place. It was unknown if the clothing resolved the shocking, as the patient did not provide any further information, but did not continue saying "ouch." This had occurred after about twenty five minutes of troubleshooting, where they finally got connected to recharge and right away, said, "ouch ," and that they got a shock. The meaning of this screen was reviewed. The patient said maybe they had not actually been successful to recharge that morning. They were encouraged to continue charging so they would be able to access MRI mode once the ins was charged enough. The patient planned to continue recharging and may call back for further assistance. Their relevant medical history included their ins was located a little to the left of their tailbone, and since they had the ins put in, they had lost between 80-100 pounds and could feel where the doctor put it. Four days later, they called back and repeated inf ormation from the initial call. They did not finish recharging the last time and were charging right now. They asked about MRI mode, as they were having an MRI on thursday. It was suggested the patient recharge to 100% so that there would not be any concern if there was enough charge. An email regarding MRI mode was sent to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called in asking if a manufacturer representative could come out to their house to help them charge. They just were not getting it and needed to have the device charged so they could have an MRI. The representative's role was reviewed and the patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller and the manufacturer help line were unable to get the handset connected to the patient's ins. The caller was using the correct application. The handset was turned off and back on, the communicator was turned off and on, bluetooth was turned off and on, and the communicator was repositioned multiple times. The patient stated the ins was charged to 70% and that they had not had this problem; they communicated with the ins as recently as last week. The caller and patient went to another room, but the only thing that occurred out of all of these steps was the handset connected to the communicator, but the communicator would not connect to the ins. The caller was redirected to uninstall the application to see if that would resolve the issue. The caller was later re-transferred back to the help line and it was stated that re-installing the patient application did not resolve the issue. The patient was advised to try the wireless recharger, but the wireless recharger battery was depleted. The manufacturer help line suspected the ins was depleted because the patient said they charged a week ago, but their ins was currently off. It was planned for the patient to go home and charge the wireless recharger, then call back for instructions on charging the ins. The caller noted they would reschedule the MRI for after the ins was charged and working.